Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation with the original folding carton and the lens was cut in half. Visual inspection, using a microscope at 10x magnification, showed loose particles in the optic body compatible with handling the lens out of the sterile environment. One lens haptic was observed detached. There is no evidence that the manufacturing process affected the lens and haptics. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on product history complaints revealed no product deficiency was found. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Age at time of event or date of birth: unknown. Pt sex/gender: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon loaded za9003 17.5 diopter lens; implantation of the intraocular lens was placed then noticed the haptic was detached from the lens body. The lens was cut and removed immediately. The surgeon replaced with a new zcb00 lens. Reportedly, there was incision enlargement but suture was not used. There was not patient injury. No further information was provided.